Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was reportedly swapped out and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse found the ventilator motor but was able to free it. The motor and the position detection system were replaced as a precaution. The device was tested afterwards against full scope of specifications, passed all tests and was returned to use. Log file analysis carried out by the manufacturer confirmed the reported issue: several error instances of type motor stalled are logged for the date of event. The replaced parts were subject to in-depth investigation. Neither motor nor the position detection system exhibited any deviation from specification during evaluation and, both functional units passed an endurance run in the periphery of a lab device without findings. Finally, the complaint in general can be confirmed but the root cause cannot be determined. The device is back in use with no further problems reported to date.

Event description:
Please refer to initial MFR. Report #9611500-2017-00069.